Manufacturer narrative:
(B)(4). Evaluation: results: (migration, endoleak), (dilated and reverse funnel aortic neck). Conclusion: (dilated and reverse funnel aortic neck).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm two years ago. Vessel morphology at implant was not reported. Current vessel morphology was reported as mild tortuosity with no calcification; an aortic neck dilatation with reverse funnel shape (currently 27-34 mm); and an aneurysm diameter of 55mm. It was reported that films recently received showed a 26 mm distal migration due to disease progression and aortic neck dilatation, with a proximal type 1 endoleak, and an acute angle of the bifurcate at the flow divider. No additional clinical sequelae were reported and the patient will be monitored.